Manufacturer narrative:
(B)(4).

Event description:
Impedance readings for contact 0/1 were reported at 39 ohms. All other impedances were in the 500-1100 range. An end-of-service/end-of-life message was also reported. A longevity calculation estimated implantable neurostimulator (ins) life expectancy at 4.52 months. The caller believed the implantable neurostimulator would be replaced on (B)(6) 2011.